Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, customer's settings were contributing to low bg levels. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.